Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error alarm during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with broken battery cap and broken battery tube threads; the battery cap cannot stay locked in due to broken battery cap and broken battery tube threads. The insulin pump had broken belt clip slot at battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window, cracked case at display window corner, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump broke. The insulin pump was dropped and the reservoir broke apart. Customer's blood glucose level was between 120 mg/dl and 140 mg/dl. The whole line of the reservoir came out. The battery cap was broken. The insulin pump was dropped while the customer was in the hospital for a non-diabetes related issue. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.